Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/03/2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 400mg/dl, with extreme drowsiness, nausea, and unspecified ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued the pump and received treatment in the hospital of insulin via injection, and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider made changes to the bolus settings. The basal and bolus totals matched the patient¿s programmed settings and were all recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. The patient was referred to their hcp for diabetes management. The blood glucose issue was potentially caused by the dosage recommended by the bolus calculator feature being overridden. The patient stated they had a ¿bent cannula prior to being hospitalized¿. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.